Event description:
It was reported when using the bd tube glu plh 13x75 2.0 plbl gr there was under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "during extraction low sample was evacuated into the tube. Low vacuum was seen."

Manufacturer narrative:
H.6 investigation summary material #: 367921. Lot/batch #: 2227141. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 10 production lot in-house retention samples were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the retention samples. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube glu plh 13x75 2.0 plbl gr there was under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "during extraction low sample was evacuated into the tube. Low vacuum was seen."